Manufacturer narrative:
H10 h3, h6. The reported device was received for evaluation with another device. A visual inspection revealed they were returned together in the same original packaging with the batch number of the complaint on the label. For device one, the t1 was returned off the needle but attached to the suture, he t2 and suture were returned on the needle, and the actuator is in the pre-t2 position. Bio debris is present. For device two, the t1, t2, and suture were returned with the knot tightened down and bio debris. The insertion device was not returned. A functional evaluation was performed on the returned devices and for device one showed the actuator will cycle but attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two's insertion device was not returned for testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an unintended actuation of the device, or inappropriate or excessive force allowing the device to prematurely deploy. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair surgery, the surgeon used the slotted cannula guide to put the meniscus suture needle into the expected position, after stimulating the first needle, withdrew the needle back, and stepped back to the white area of the meniscus to prepare the second needle. It was found that the second t had fallen off together and was no longer on the suture device, then it was removed with a hemostyptic clamp. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.